Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the skin folds when used. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). This supplemental is being filed to relay additional information and corrected data. On october 19, 2017, it was reported that the skin folds when the device is used. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in an issue evaluation. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii on november 13, 2017 revealed that the roller, cutter, and side plates were damaged. The case stud was missing and the case was also bent. The ratchet was galled and the spring was in pieces. The calibration did not meet requirements. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the cutter, roller, worn side plates, gears, and repaired the ratchet and autoclave case. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.73 rev. 24. The reported event ¿that the skin folds when the device is used¿ was non verifiable during the initial inspection the service technician unable to replicate the reported event. However, it was found that the cutter, roller, side plate and case were damaged. The reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the cutter, roller, worn side plates, gears, and repaired the ratchet and autoclave case. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Event description:
It was reported that the skin folds when used. The reported issue occurred during surgery. The harvested graft was not usable and an additional graft required from the patient. No additional consequences have been reported as a result of this malfunction.